Event description:
Allegations of rash, fever chills, night sweats, joint pain, dry eyes, dry throat, dry skin, painful armpits, chronic fatigue, memory loss, hair loss, carpel tunnel syndrome, chest pain, frequent colds, flu like symptoms, frequent sore throats, dizziness, low white blod cell count, pain or hardening in the breast, shortness of breath, kidney problems, arthritis like pains, spastic colon, loss of sensation of breast tissue, runny nose, muscle aches and pains, nipple leakage, pimples over body filled with clear fluid, and headaches.